Event description:
It was reported by the rep that the one tl60 was used during a colectomy procedure. Physician placed the instrument and closed the retaining pin, released the safety and fired the instrument. Upon inspecting the site the physician saw that there were no staples in the tissue or the reload cartridge. This was the first time the instrument was fired during the case. The physician then needed to use a large instrument to close the opening and requested a tl90. The tl90 fired as expected. There was no pt consequence. Note: the gun was not saved but the reload was sent back.